Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/16/2009 by mail. A completed questionnaire was received on 02/04/2009.

Event description:
A nurse reported that a surgeon found a crack on the intraocular lens (iol) during surgery. In a follow-up, it was reported that the iol was removed and replaced without enlarging the wound and without complications. There was no patient impact or injury.